Manufacturer narrative:
(B)(4). Therapy date: although the actual occurrence date is unknown, the event was reported to have occurred on an unknown date in september. The device was not returned for evaluation; however, a photograph of the device was received. A visual inspection was performed and it verified that the light blue main body was cracked. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had cracks on the twist clamp. The transfer set was in use for about three months. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.